Event description:
It was reported that during a follow-up visit in the clinic, a high capture threshold was noted on the right ventricular (rv) and right atrial (ra) leads. A chest x-ray confirmed that there was no movement of the leads. Both rv and ra leads were explanted and replaced with new leads. The patient was stable before, during, and after the procedure.